Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The company representative "questioned possible infection" due to the advanced trial lasting longer than expected, and because the patient mentioned a sore lead site area. Antibiotics had been prescribed on (B)(6), three days prior to the report. The patient's indication for use of the stimulation system remains unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative reported there was not an infection- the health care professional confirmed when he tried to place the implantable neurostimulator. The patient claimed there was pain at the site but nothing was noted at that time. The hcp decided to move on with the full implant as no infection was noted.